Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The guidewire was found broken/fractured; the damaged area was located in the distal tip, approximately at 184.5 cm from the proximal end, the detached section was not returned. Besides, the distal tip was bent. No more damages were found. Overall length and outer diameter (od) could not be performed due to device condition (guidewire broken/fractured). Od of middle of the device and proximal section are within specification.

Event description:
It was reported that a guidewire tip fracture occurred. The chronic totally occluded target lesion was located in a mildly tortuous and severely calcified vessel. A 185cm moderate support straight pt guidewire was selected for use. However, at the end of the procedure, the tip of the guidewire fractured off inside the patient. The fractured tip was successfully snared. No further complications were reported.

Event description:
It was reported that a guidewire tip fracture occurred. The chronic totally occluded target lesion was located in a mildly tortuous and severely calcified vessel. A 185 cm moderate support straight pt guidewire was selected for use. However, at the end of the procedure, the tip of the guidewire fractured off inside the patient. The fractured tip was successfully snared. No further complications were reported.